Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator endoscopic mucosal resection device was used in the esophagus during a piecemeal endoscopy resection procedure performed on (B)(6) 2016. The patient has an early esophageal cancer. According to the complainant, during the procedure and on the last resection, a large perforation occurred. The physician attempted to close the perforation with clips but the perforation site was not successfully closed endoscopically. The perforation was then surgically closed during an esophagectomy and was reported to be resolved. There were no serious injury reported as a result of this event but the physician did note that the patient's quality of life had worsened after the esophagectomy. The patient's condition at the conclusion of the procedure was reported to be okay. In the physician's assessment the perforation could have been related to the captivator emr cap, which is deep with a small ID.